Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) male patient's battery charger/modem had a damaged connector. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (damaged connector) was confirmed. Upon investigation the connector pins were recessed on the power supply connector. The root cause for the recessed pins could not be positively identified but was likely excessive force. Additionally, contamination was discovered on the bedside board, which caused component u13 to be defective. The root cause of the contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem. The patient was fitted with a replacement battery charger/modem.